Event description:
A patient reported blood glucose results of "186 mg/dl, 116 mg/dl, and 122 mg/dl" with a lifescan meter, performed within 10 minutes of each ohter. The meter, test strips, and control solution were replaced.